Event description:
The customer reported that there was metal showing at the distal tip of device. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged and the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.